Event description:
It was reported that there was premature battery depletion due to high left ventricular (lv) lead threshold. Both the device and the lv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d227trk, bi-ventricular (bi-v) defibrillator, (B)(6) 2010; 6944-65, implantable tachy lead, (B)(6) 2009; 5076-52, implantable pacing lead, (B)(6) 2009. (B)(4).